Event description:
It was reported that the device was not working properly. There was no patient involvement. Additional information received stating that the bearing are damaged upon evaluation.

Manufacturer narrative:
G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation of the device determined that it is not working properly. The likely cause failure is due to broken bearing. It was also noted that the device was severely corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.